Manufacturer narrative:
The investigation has determined that a retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found ten non-reproducible, higher than expected vitros tropi es results obtained from ten different patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Root cause for the unexpected results could not be determined with the information available, however the possibility that an unexpected vitros troponin I es reagent performance or an unexpected vitros 5600 system performance had contributed to the results could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
A retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found ten non-reproducible, higher than expected vitros tropi es results obtained from ten different patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Sample 1 result: 0.061 ng/ml vs expected 0.012 ng/ml. Sample 2 result: 0.057 ng/ml vs expected 0.021 ng/ml. Sample 3 result: 0.098 ng/ml vs expected 0.012 ng/ml. Sample 4 result: 0.077 ng/ml vs expected 0.012 ng/ml. Sample 5 result: 0.071 ng/ml vs expected 0.012 ng/ml. Sample 6 result: 0.088 ng/ml vs expected 0.012 ng/ml. Sample 7 result: 0.057 ng/ml vs expected 0.013 ng/ml. Sample 8 result: 0.072 ng/ml vs expected 0.012 ng/ml. Sample 9 result: 0.088 ng/ml vs expected 0.012 ng/ml. Sample 10 result: 0.075 ng/ml vs expected 0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is unknown if the results were reported to a clinician. It is assumed that the unexpected results would have been captured by the facility's delta check. Since the customer did not report these results directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. This report is number two of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).